Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified subclavian artery. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition.